Event description:
It was reported that the patient's breath was not sensed during ventilation regardless of trigger settings for pressure or flow. The measured pressure was higher than set. There was no harm to patient. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation. More information surrounding the event has been sought but not yet received. A supplemental medwatch report will be sent when investigation is completed. (B)(4).